Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated a physician questioned a wbc/differential result generated from the cell-dyn 1800 as follows: wbc = 4.5, hgb = 3.9 g/dl, hct = 48.5. The customer stated the result did not match the clinical picture for a patient with appendicitis. The customer also sent the original sample to a reference lab for testing and the following results were obtained: wbc = 4.6, hgb = 16.3 g/dl, hct = 46.7. The customer stated quality controls were within range, however, they were having issues with proficiency testing (unsatisfactory differential) and observed frequent flow/clog errors. The customer had performed all maintenance as recommended in the operations manual, then retested samples, however, the issue was not resolved. The customer requested a service call. There was no impact to patient management due to the discrepant patient result.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the analyzer and replaced a worn out sample syringe and completed the required preventive maintenance. Additionally, quality controls were run which were within specifications. The issue was resolved by performing required maintenance on the instrument. The cell-dyn 1800 operations manual describes the recommended preventive maintenance procedures to ensure optimum instrument performance. Based on the event details and evaluation of the customer issue, no product deficiency was identified with the cell-dyn 1800 analyzer.

Manufacturer narrative:
Date received by manufacturer: in the previous medwatch submission, the date received by manufacturer contained a typographical error for the year; the date should have been (B)(4) 2012, and was incorrectly submitted as (B)(4) 2011.